Manufacturer narrative:
Approximate age of device - 64 days. It was reported that the pump would not be returning for evaluation as it was not explanted. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). At the time of implant the patient's mitral and tricuspid valves were also repaired. It was reported that the patient¿s post-operative course was complicated with a right temporal intracranial hemorrhage/subarachnoid hemorrhage in (B)(6) 2014 with residual left side weakness, gi bleeding reportedly related to portal hypertensive gastropathy and lvad acquired von willebrand¿s disease, hemoptysis due to diffuse alveolar hemorrhage, tracheostomy dependent chronic respiratory failure, chronic hematuria related to previous radiation therapy for prostate cancer and heparin induced thrombocytopenia. The patient is not on anticoagulation due to bleeding risk. On an unspecified date, the patient presented with fever and hypotension concerning for septic shock with likely sources reported to be gram positive bacteremia from the lvad or aicd or a decubitus ulcer that is positive for vancomycin resistant enterococcus. The patient was admitted for comfort care only with no plans to initiate pressors and antibiotic therapy was held. There was no current active bleeding. The patient expired on (B)(6) 2014.

Manufacturer narrative:
A correlation between the device and the patient¿s outcome could not be conclusively determined as the pump was not returned for evaluation. The instructions for use lists stroke, bleeding, respiratory failure, infection and sepsis as potential adverse events associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.